Manufacturer narrative:
(B)(4). (B)(6). Customer did not request for a field service specialist visit to the site. The amo sales representative confirmed that the wires had become detached on the handpiece and an accessory exchange was done remotely. The handpiece was with customer for a period of four years. The handpiece was not under warranty and it was not returned to amo. The wires exposed may have occurred due to failure to appropriately maintain the device. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the handpiece is damaged, that the handle is broken because it has detached wires. No additional information was provided.